Event description:
It was reported that when the asymptomatic patient presented in the clinic for routine check, noise was observed on the atrial and ventricular channels. Noise was not reproducible on the ventricular lead. The svt discrimination was reprogrammed to single chamber.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.